Manufacturer narrative:
Additional information was received that the patient was intubated and stabilized as intervention for their respiratory problems during surgery.

Event description:
A report was received that during a lead revision procedure the patient experienced dangerous breathing problems. The physician explanted the ipg, stapled the incisions shut, and flipped the patient over for treatment. It is unknown what treatment was provided. The physician did not suspect device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm. The explanted devices will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a lead revision procedure, the patient experienced dangerous breathing problems. The physician explanted the ipg, stapled the incisions shut, and flipped the patient over for treatment. It is unknown what treatment was provided. The physician did not suspect device malfunction. The patient was doing well postoperatively.